Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-33, lot# v007350, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that while stimulation was on there was no stimulation sensation. It was noted that the last time the patient had felt stimulation was about 2 months prior to this report. Stimulation was causing vibration in her foot. The patient had no therapeutic effect. Bladder was not emptying like it should and the patient was retaining fluids. It was noted that the week prior to this report the patient received fluids in the hospital. Additional information received reported that the patient's implantable neurostimulator (ins) was depleted. Patient had been "having problems." Patient had been having "problems for a while and had not been able to go to the hospital because of her problems." Ins depletion was confirmed around (B)(6) 2013. Additional information received from healthcare provider noted that cause of the event was normal battery depletion. They were unable to interrogate - battery was depleted. This provider only saw the patient one time. The device was implanted by another physician. Doctor recommended removal. Patient emptied bladder completely with device not functioning. Patient was not a good surgical candidate. Hospitalization was not required. The neurostimulator was for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
(B)(4).